Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an embolization/spinal angiogram procedure that originated on (B)(6) 2021, for a spinal cord arteriovenous malformation (avm), a catheter tip detached in several pieces within the patient. The physician successfully acquired right retrograde femoral artery access with a 6f sheath and had successfully negotiated the patient iliac bifurcation to successfully cannulate the ostium of a intercostal artery to opacify spinal avm vessels under fluoroscopy with a 5f cb2 catheter. During catheter manipulations within the intercostal artery, the catheter detached into three pieces in-vivo and migrated toward the patient's periphery. Secondary bilateral vascular access was acquired via the left retrograde femoral artery with a 9f sheath in an attempt to retrieve the foreign bodies located within an intercostal artery when the foreign body once again detached within the patient. The physician stopped the procedure and started 3000 u of heparin. Ultrasonography imaging was ordered for the lower extremities including the renal arteries. Additional observation time was extended 48 hours for the lower extremities. The catheter was then removed from the patient and detached yet again outside the patient body. No additional consequences to report.